Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm during prime and leaks more than it should. Customer's blood glucose value was unknown. Customer also stated that insulin pump had unexplained no delivery alarms also insulin pump rejected new battery. The device will not be returned for analysis.